Event description:
Ous MDR - after an implantation period of about 5 months, oversensing was reported via home monitoring. No adverse patient side effects have been reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis of the lead demonstrated a rubbed through insulation in the region of the tricuspid valve. The finding can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.